Manufacturer narrative:
B5: updated information: on (B)(6) 2021 the lens was explanted. The problem is resolved. Iol implantation is planned. Claim#: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type (B)(4): lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, diopter -10.5 into the patient's right eye (od) on (B)(6) 2021. The surgeon reports low vault. The cause of the event is reported as unknown.